Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and approximate time to explant of one year from elective replacement indicator (eri). Boston scientific technical services (ts) recommended for safe replacement interval. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and approximate time to explant of one year from elective replacement indicator (eri). Boston scientific technical services (ts) recommended for safe replacement interval. Additional information from the field representative was obtained which indicated that the patient was doing fine and was scheduled for generator change. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e1: initial reporter.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited premature battery depletion (pbd) and approximate time to explant of one year from elective replacement indicator (eri). Boston scientific technical services (ts) recommended for safe replacement interval. Additional information from the field representative was obtained which indicated that the patient was doing fine and was scheduled for generator change. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field e1: initial reporter. The returned implantable cardioverter defibrillator (ICD) was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The elective replacement indicator (eri) to end of life (eol) window was found to be shorter than expected, but full device function was verified. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which resulted in a shortened eri to eol window.